Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the report, omsc surmised that the cause of this phenomenon was the following factor. Since the disinfectant solution concentration level is not checked each time, this event has occurred. The instruction manual provide warnings and how to inspect the device.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer ran the endoscope reprocessing machine oer-4 without checking the concentration level of disinfectant solution. Instead, the customer exchange the disinfectant solution every 14 days. Therefor, it is not sure if their endoscopes were reprocessed effectively. Other detailed information was not provided. There was no report of patient injury associated with the event.